Event description:
During order placement, pt reported her cadd ms3 pump sn (B)(4) lost it's programming since she left it without a battery for too long. She did not have a lapse therapy or experience any adverse events as she was able to continue using her current pump. Sending her a replacement pump to arrive tomorrow and she will send back the malfunctioning pump once she confirms the new pump is working. Reported to (B)(6) by pt/caregiver.